Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in heavily calcified vessels. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It was reported that a venous sheath was next to the arterial sheath. The safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other nine proglide devices referenced are filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that arteriotomy closures of both heavily calcified common femoral arteries were attempted with proglide devices, using the pre-close technique, via 8f sheaths prior to an endovascular aneurysm repair (evar) procedure. There were venous sheaths next to the arterial sheaths. Reportedly, at the right common femoral artery four proglide devices were used and 2 cuff misses and 2 suture breaks occurred. The sutures of two additional proglide devices were successfully preplaced using the preclose technique. Reportedly, at the left common femoral artery six proglide devices had suture breaks. The sutures of two additional proglide devices were successfully preplaced using the preclose technique. The sheath was upsized to 21f on both sides and the evar procedure was completed. Hemostasis was achieved with the successfully preplaced sutures of two devices at each common femoral artery. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and in the large hole technique. No additional information was provided.